Manufacturer narrative:
On september 23, 2021, mentor became aware that the impacted devices are 350cc mentor smooth round moderate plus profile saline breast implants, catalog: 3502350. The lot number is 7346489 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On october 1, 2021the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on october 5, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 350cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient's updated explantation date was erroneously omitted in follow up report 1. Patient had an explantation on (B)(6), 2021. Manufacturer¿s reference number: (B)(4) relevant d6 fields have been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female patient who underwent breast augmentation revision surgery with two unspecified saline breast implants experienced bilateral deflation post procedure. As a result, patient underwent bilateral removal and replacement with two unspecified gel breast implants on (B)(6) 2021. This medwatch form is for the left breast prosthesis.